Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
It was reported that after implant a sensing anomaly loss of capture were observed. X-ray did not show any signs of dislodgement. A micro-dislodgement was suspected. The lead was explanted.